Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, while manipulating tissue and having tissue grasped in jaws of the instrument, the tenaculum forceps instrument would not respond to surgeon controls to open it properly and release the tissue in order to be removed from the patient. The surgeon utilized a second instrument to manually open the tenaculum forceps jaws, resulting in the cable snapping. Once the instrument was removed with no issues from patient, it was placed aside and not utilized again. The kit for releasing an instrument was sterilized and was in the room. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 01-oct-2024: the instrument was inspected prior to use and no damage was noted. The surgeon was manipulating/retracting the tissue when the issue occurred. There was no system fault. The target tissue was the uterus. There was no unexpected tissue removal and there was no bleeding. The tissue was not adhered to the instrument. The photos and/or videos of this event are not available for isi review. The instrument did not collide with any other instrument or tool during the procedure. There was no fragment fall inside of the patient¿s anatomy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The tenaculum forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.